Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml at a dose of 11 mg/day via an implantable infusion pump. It was reported that the patient was taken to the hospital due to overdosing symptoms of fatigue and daze, but it was noted that ven tilation could be avoided. Naloxone was given at first, but the dose of morphine was unknown at that point so it was reportedly not possible to determine the correct dose for naloxone. The manufacturer representative was then contacted on (B)(6) 2020 at about 9 p.m. In order to provide a clinician programmer to interrogate the pump. The pump was interrogated during the night between (B)(6) 2020 and (B)(6) 2020 and no alarms were active. The pump was then programmed to minimum rate and the patient was substituted orally. Further actions would be discussed with the physician in charge. It was noted that previous after care had been a few days before the report, but no information was available about whether pump programming was performed on that day. At the time of the report the issue was not resolved. On 2020-aug-12, additional information received indicated that the patient had been taken to another hospital. It was indicated that the reservoir volume had not been aspirated to compare it with the expected volume, and that the pump had just been programmed to minimum rate. The date of the previous refill or most recent date of programming was unknown. The cause of the issue had not been determined, but it was noted that the hcp did assume the weather conditions that might have contributed to morphine's properties/contributed to overdosing. It was further noted that after setting minimum rate, patient could be substituted orally and after a few days infusion was increased to 4 and then to 5 mg/day. With these settings, patient left hospital.